Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure of left ventricular (lv) lead, the lead had blood inflow for guide wire passed through from its head end many times. Physician tried to fix the lv lead to anterior cardiac vein for the parameters were satisfactory, however, the lead dislodged when slitting and caused the wastage of the catheter delivery system. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.